Manufacturer narrative:
Concomitant medical products: product ID: wr9220, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via friend/family member who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient (pt) gets excellent recharge quality but then within 10 seconds of charging it goes back to searching. Caller states they had pt try laying on their stomach and placed the recharger directly over the implant rather than using the belt since the belt seemed to make it worse. Caller states this issue started yesterday. On the call patient services had caller attempt to do a hard reset on the recharger and reset the handset as well. After resetting, caller states they are still seeing searching. Patient services had caller attempt to position recharger at 12 and 6 o'clock position from the original position the recharger was in. Caller then stated seeing that they needed to connect to the recharger. After connecting to the recharger, caller confirmed pt is now getting excellent recharge quality and it remained this way throughout the rest of the call. The troubleshooting steps that were taken on the call resolved the issue. Patient services recommended getting patient charged up as they are only at 10%. Once pt is sufficiently charged, to try playing around with different positions to see if pt could charge in a different position. No symptoms were reported. Additional information was received from a consumer via a manufacturer representative. It was reported that the rep was currently with the patient who had been having issues recharging. The wireless recharger (wr) connects to ins but loses coupling shortly after establishing connection. The patient attempted the recharging about 2 weeks ago. Today in the office the rep reported the ins was currently recharging, but prior to calling confirmed connection, excellent coupling and then lost connection without patient moving. The ins could be felt and the rep indicated they do not believe there is a depth issue. The rep and technical services discussed finding the sweet spot and attempting further recharging to assess function, and even trying the demo wr to confirm functionality. The caller was going to reach back they had further recharge coupling issues. Additional information was received from a friend/family member who states the handset will not connect with the recharger, they have tried turning it off and back on and placed it right over and it won't connect to the handset and they have tried over and over. Worked with caller to move away from emi and reviewed some general recharging information. After resetting the recharger by holding down the button for 45 seconds and closing all apps on the handset, the handset found the recharger. Caller tried to connect to pt's ins and reported they have a challenge to locate the ins and it is hard to keep it in place, pt cannot use the belt . Caller said pt has to lay on their stomach then place it. Caller said pt met with the rep about the recharging difficulties at the doctor's office who helped and spent like 2 hours getting this placement and they found the place but it takes some doing to find it. Caller said now that the charger and the handset have connected they wanted to try to continue on their own. Caller said they would continue trying and call back if they need further assistance. Additional information was received from a consumer via a manufacturer representative. The recharger was working to charge the ins. The caller tried to pair the recharger by scanning the code which did not resolve the issue. Ts had the caller try to pair the recharger by entering the serial number manually. The handset displayed the recharger not found message. Ts had the caller reset the recharger by pressing and holding the power button for 45 seconds, thecaller then attempted to pair the handset to the recharger. The caller indicated that the handset found the recharger. The caller indicated that the handset displayed a message on the handset with instructions on how to reset the recharger but bypassed that message and started a charging session using the recharger and the handset was displaying the ins status. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the patient. They reported that the cause of the difficulty maintaining a connection was unknown. The patient wrote that they keep trying. If it consistently presents a problem, they would consider changing to a system that does not need recharging. The patient was able to successfully recharge sometimes. The patient did not know the implant depth. They had contacted their doctor about the issue, but there was no appointment set. The patient wrote that the cause of losing connection while charging was not determined. It was as if the device moved around. They wrote that perhaps it was covered by scar or fatty tissue.